Event description:
It was reported that during the implant attempt, after multiple repositioning attempts, the lead helix would not extend. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. The helix disengaged from the helical channel. Blood/body fluid was noted in the distal conductor (not obstructed). Blood in/on helix/lobe mechanism and mechanism (sleeve head). There was a tip seal observation.